Manufacturer narrative:
Based on the information reported in medwatch report #mw5102352, cynosure was unable to further investigate this complaint. Although additional information was requested, there was no additional information made available despite multiple requests. Therefore, cynosure is unable to determine the device information such as a serial number to further investigate this complaint or perform a device analysis. Cynosure is unable to determine whether diagnoses made post treatment were existing prior to treatment or if any medical intervention was given as result of the reported adverse effects. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient experienced adverse effects.

Event description:
Medwatch report #mw5102352 was received with report that a patient underwent a monalisa touch treatment and experienced pain and cramping during and after treatment of the labia, clitoris, and internal. Bleeding was observed from the clitoral area.